Event description:
It was reported that this electrode had move significantly since implant. This was discovered when the initial fluoroscopy was done prior to a pulse generator replacement procedure. It was confirmed that the patient had a serious fall a few years ago and the surgeon suspected that was the cause. The electrode was successfully explanted and replaced. There were no additional adverse patient effects.